Event description:
Material # 2420-0007, batch # 24083186. It was reported by customer that they noticed brown spots in the primary tubing line. Verbatim: on october 29th, a family member of a patient noticed brown spots in the primary tubing line. We will need a root cause analysis to be completed for the IV tubing and feedback provided to the patient, addressing the following questions: what was the substance in the chamber, as it was administered directly into the patient¿s vein? Please let us know the next steps and how soon we can expect to receive the information. Incident location : ed. Item ref : 2420-0007. Lot number : 24083186. Expiry date : 12-08-2027.

Manufacturer narrative:
The customer reported the drip chamber had brown spots, and returned one used sample of material 2420-0007. The sample was visually examined and the complaint was verified. The drip chamber spike was then cut off in order to access the interior of the chamber. A sample of the brown spot was cut out from the chamber, and between this and scraping the interior and exterior, it was found that the brown spots were inside of the drip chamber walls. The spots are not particulate, but rather discolored areas of plastic within the drip chamber itself. None of these spots should affect the fluid path. The sample was forwarded to the supplier of the drip chamber, and they confirmed that the particulate is really embedded, degraded pvc plastic from the injection molding process. No records of foreign matter or other issues related were found with the drip chamber's lot. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 2420-0007 batch # 24083186. It was reported by customer that they noticed brown spots in the primary tubing line. Verbatim: on (B)(6), a family member of a patient noticed brown spots in the primary tubing line. We will need a root cause analysis to be completed for the IV tubing and feedback provided to the patient, addressing the following questions: what was the substance in the chamber, as it was administered directly into the patient¿s vein? Please let us know the next steps and how soon we can expect to receive the information. Incident location: ed. Item ref: 2420-0007 lot number: 24083186 expiry date: 12-08-2027.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.